Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no a device history record review (DHR) or lot history review is required. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 and no IFU/training deficiencies were identified. In this case, the device under investigation had been implanted for more than 5 years (implant date: 6/13/2017). There is no evidence of device malfunction contributed to the reported event. Therefore, risk management file review is completed, no further action is needed. The complaint for unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 5 years and 9 months post tavr is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), approximately 5 years and 9 months post tavr of a 26mm sapien 3 valve, a planned valve in valve was reported due to a possible failed sapien 3 in the aortic position.